Manufacturer narrative:
This report is associated with 1819470-2025-00036 since there is more than one device implicated. A follow-up report will not be submitted because the initial report was submitted in error as the product complaint was not attributed to a serious injury or death, and a reportable malfunction was not identified.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp) to report adverse events and concerned a 61-years-old (at the time of initial report) male patient of an unknown origin. Medical history was included type one diabetes. Concomitant drug included metformin hydrochloride for unknown indication. The patient also received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) from cartridge via a reusable pen (humapen luxura, champagne and humapen savvio 3ml (graphite), at a dose of 60-unit daily subcutaneously, for diabetes mellitus and beginning on an unknown date in 1997. On an unknown while on human insulin isophane suspension 70%/human insulin 30%, he had to his left leg amputated from the knee joint down and he was hospitalized for approximately one year during that time. His blood sugar levels shortly before the amputation were 400 to 500mg/dl (reference range not provided) because he did not pay any attention to his diet and ate everything. He does not link the incident to the insulin but to his incorrect diet. He did not administered the dose human insulin isophane suspension 70%/human insulin 30% due to device issue (B)(4). Information regarding corrective treatment, further hospitalization details and the outcome of the events was not provided. The status of human insulin isophane suspension 70%/human insulin 30% was unknown. The operator of the humapen luxura, champagne and humapen savvio 3ml (graphite) was patient and his training status was unknown. The humapen luxura, champagne (batch number:0910b03) and humapen savvio 3ml (graphite) (batch number:1506v05) model duration of use and suspect humapen luxura, champagne and humapen savvio 3ml (graphite) duration of use was not reported. The status of suspect humapen luxura, champagne and humapen savvio 3ml (graphite) was not provided and its return was not expected. The reporting consumer did not provide the relatedness of the event of blood glucose increased with the human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not relate the event of malnutrition with the human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provide the relatedness of the event with suspect device humapen luxura, champagne and humapen savvio 3ml (graphite). Update 09-jun-2025: additional information was received from initial reporter on 05-jun-2025, via psp which upgraded the case from non-serious (p4) to serious (p2) upon addition of serious adverse events of blood glucose increased and malnutrition. Updated the case and narrative with new information. Edit 20-jun-2025: upon review of the information received on 06-may-2025, added the two suspect device of humapen luxura, champagne and humapen savvio 3ml (graphite) and one non-serious event of missed dose. Update the narrative accordingly. Update 20-jun-2025: additional information received on 12-jun-2025 from global product complaint database. Reiterated humapen savvio 3ml (graphite) device (model number ms9698) already present and correct in case. Updated the lot number from unknown to 0910b03 for product complaint (B)(4) related to humapen luxura, champagne and updated the lot number from unknown to 1506v05 for product complaint (B)(4) related to humapen savvio 3ml (graphite). Corresponding fields and narrative updated accordingly. Edit 24jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 07-jul-2025: additional information received from consumer on 27-jun-2025 in response to medical questionnaire. No medically significant information was received, and no changes were made to the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary. This report is associated with 1819470-2025-00036 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp) to report adverse events and concerned a 61-years-old (at the time of initial report) male patient of an unknown origin. Medical history was included type one diabetes. Concomitant drug included metformin hydrochloride for unknown indication. The patient also received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) from cartridge via a reusable pen (humapen luxura, champagne and humapen savvio 3ml (graphite), at a dose of 60-unit daily subcutaneously, for diabetes mellitus and beginning on an unknown date in 1997. On an unknown while on human insulin isophane suspension 70%/human insulin 30%, he had to his left leg amputated from the knee joint down and he was hospitalized for approximately one year during that time. His blood sugar levels shortly before the amputation were 400 to 500mg/dl (reference range not provided) because he did not pay any attention to his diet and ate everything. He does not link the incident to the insulin but to his incorrect diet. He did not administered the dose human insulin isophane suspension 70%/human insulin 30% due to device issue (B)(4). Information regarding corrective treatment, further hospitalization details and the outcome of the events was not provided. The status of human insulin isophane suspension 70%/human insulin 30% was unknown. The operator of the humapen luxura, champagne and humapen savvio 3ml (graphite) was patient and his training status was unknown. The humapen luxura, champagne (batch number:0910b03) and humapen savvio 3ml (graphite) (batch number:1506v05) model duration of use and suspect humapen luxura, champagne and humapen savvio 3ml (graphite) duration of use was not reported. The status of suspect humapen luxura, champagne and humapen savvio 3ml (graphite) was not provided and its return was not expected. The reporting consumer did not provide the relatedness of the event of blood glucose increased with the human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not relate the event of malnutrition with the human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provide the relatedness of the event with suspect device humapen luxura, champagne and humapen savvio 3ml (graphite). Update 09-jun-2025: additional information was received from initial reporter on 05-jun-2025, via psp which upgraded the case from non-serious (p4) to serious (p2) upon addition of serious adverse events of blood glucose increased and malnutrition. Updated the case and narrative with new information. Edit 20-jun-2025: upon review of the information received on 06-may-2025, added the two suspect device of humapen luxura, champagne and humapen savvio 3ml (graphite) and one non serious event of missed dose. Update the narrative accordingly. Update 20-jun-2025: additional information received on 12-jun-2025 from global product complaint database. Reiterated humapen savvio 3ml (graphite) device (model number ms9698) already present and correct in case. Updated the lot number from unknown to 0910b03 for product complaint (B)(4) related to humapen luxura, champagne and updated the lot number from unknown to 1506v05 for product complaint (B)(4) related to humapen savvio 3ml (graphite). Corresponding fields and narrative updated accordingly. Edit 24jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.